Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a cardiac arrest. It was noted that the patient exhibited enema in the body and stomach areas. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.